Manufacturer narrative:
Follow-up #1: date of submission 18-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 11-apr-2018 with the following findings: a review of the pump¿s black box showed evidence of cs 012 variable out of range alarm. The returned battery cap was undamaged and able to fit securely. During testing, the pump was powered on to the verify screen with audio tones and vibrations functional. The pump was exercised for 24 hours with no call service alarms occurring. The pump case was removed and no intermittent conditions were found inside the pump. The complaint of a cs 012 call service alarm issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a missing bolus record in the pump history which may impact treatment decisions.